Manufacturer narrative:
Investigation summary: DHR review was performed on the lot number 8078563: the lot number was built / packaged on afa line 11 from (B)(6) 2018 thru (B)(6) 2018 review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. No quality notification were initiated during the build of this lot number. Received one iag/bc 20ga unit from lot number 588405. Package was partially opened, but this is the basis of the complaint. Conclusion(s): the product characteristics require a minimum of 1/8¿ seal width with adhesive transfer from the top web paper to the bottom web film. This characteristic was met. The key variables that affect the packaging seal are seal transfer/width and top web adhesive presence. Both of these variables were included in the investigation. The defect stated in the description of the complaint was confirmed with the returned unit that was partially open at the top of the blister pack. Even though the packages were received partially opened, all the process characteristics that directly influence the seal were observed to be within specification. No anomalies were found. Bd supplier oliver-tolas (ot) 29lp uses a standard reinforced paper that is common to many other suppliers, but the adhesive type and application is specific to oliver-tolas. There is sufficient evidence to demonstrate the ot material or adhesive application is the root cause. CAPA 48637 was opened to investigate the package seal integrity complaints and implement corrective actions.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter exhibited packaging seal failure, this compromised the sterile barrier. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter exhibited packaging seal failure, this compromised the sterile barrier. No serious injury or medical intervention was reported.